Event description:
Per the clinic, the patient experienced minimal benefit from onset, leading to device non use. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.